Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer and flow transducer tests. There was no patient involvement. Manufacturer ref #: (B)(4).

Manufacturer narrative:
It was reported that the pressure test and flow test were failing during pre-use check. The devices´ expiratory pc board was replaced and sent in for investigation. The investigation of the returned expiratory pc (printed circuit) board did not reveal any deviations. When testing the returned pc board in a test device, the pc board passes several pre-use checks and one (four day simulated test ventilation session) without generating any alarms or errors. The evaluation of the returned device logs indicate an issue with device pressure sensor/s and the expiratory cassette, the cause of the log findings cannot be established.

Event description:
Manufacturer ref #: 215800.